Event description:
It was reported that a y-type blood administration set became separated into four pieces. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the lines were observed to be cut apart and the regulating clamp was missing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.